Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400 coil) pusher assembly; the pusher assembly was kinked approximately 5.0, 9.0, and 47.0 cm from the proximal end; the coil was intact with the pusher assembly. Conclusions: evaluation of the returned device confirmed that the pusher assembly was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the device was forcefully removed from the packaging at an angle, damage such as this may occur. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure in the subclavian artery, the physician noticed that the penumbra coil 400 coil (pc400 coil) pusher assembly was kinked upon removal from its packaging. The damaged pc400 coil was found prior to use and was not used for the procedure. The procedure was completed using a new pc400 coil.